Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Right heart failure is a known potential complication that may be associated with use of this product and in patients with heart failure. Respiratory dysfunction is a known potential complication of patients with cardiac disease and is included in the instructions for use as a potential complication and the progression of cardiac disease. Adverse events that may be associated with the use of the vad include cardiac arrhythmias. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had ventricular tachycardia (vt) following a bone biopsy on (B)(6) 2014. The ventricular assist device (vad) settings were adjusted and a temporary pacemaker was placed. The patient's hospitalization was complicated by respiratory failure. The patient was treated with empiric antibiotics with sputum cultures showing only oropharyngeal flora. Ultimately, respiratory failure was thought to be secondary to right ventricular (rv) failure and poor flow to the vad post procedure.  The patient was treated with vasopressors. The patient was unable to be weaned from the temporary pacemaker. Therefore, a permanent implantable cardioverter defibrillator (ICD) system was implanted on (B)(6) 2014. The patient was discharged on prior home medications. The principal investigator indicated the event was related to the vad system and possibly related to the device. The event was considered resolved. The vad remains in use. No further patient complications have been reported as a result of this event.